Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of a component came out was confirmed. The likely cause of the failure was the breakage of the tip bearing in the attachment. It was also noted that the attachment markings had deteriorated. B3: notified date considered as date of event, as event date was unavailable. G3: aware date used as date of analysis performed date, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning, a component came out from inside the device. There was no patient involvement. Additional information was received stating that breakage of the tip bearing was found during evaluation.